Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained low blood glucose since (B)(6) 2014. Customer stated that her insulin pump is randomly delivering boluses and basal rates that she did not programmed. Customer stated that her insulin pump is cracked near the drive support cap and reservoir window. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. All boluses and basal programmed during testing delivered and recorded properly. No daily total, basal, bolus or delivery anomaly noted.